Manufacturer narrative:
At analysis the generator passed its incoming testing however it was noted that the battery contacts were con taminated, the patient output connector on the ventricle side's locking mechanism was damaged, the device, release latch and user knobs were sticky, the battery drawer was damaged and it was missing its bail and bail cover. The repair is pending customer approval and will include calibrating the main board, cleaning the battery contacts and perform final testing on the target tester.

Event description:
The external pulse generator was returned for a check and preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.